Manufacturer narrative:
The field service representative clarified that the following parts were changed while troubleshooting the issue: lld cables, pcb transfer head, clot detector "c", "vc1", and "vc2". He states that as far as he could tell, the lld circuit was functioning properly. However, the problem only occurred intermittently. He states that he was never able to reproduce the problem.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined considering that there were two problems at once (clot detected, no fluid detected) and several parts have been replaced. Lld problems may occur sporadically when the lld cable is broken or the insulation is contacted at a certain cable position. Furthermore, a defective vc1 valve vc2 valve may have an impact on lld problems. The customer has confirmed that they have had no further issues since the repairs have been performed by the field service representative.

Event description:
The customer reported that they had been having ongoing issues with "clot detected" and "no fluid detected" errors. They received erroneous results for two patient samples tested for total protein , calcium, and glucose. Patient sample one initially resulted as 11.8 g/dl for total protein. The sample was repeated and resulted as 6.1 g/dl. The repeat value of 6.1 g/dl was reported outside of the laboratory. The customer did not know which result was correct. Patient sample two initially resulted as 13.8 mg/dl for calcium and 223 mg/dl for glucose. The initial glucose value of 223 mg/dl was reported outside of the laboratory. The sample was repeated and resulted as 9.0 mg/dl for calcium and 149 mg/dl for glucose. The repeat calcium value of 9.0 mg/dl was reported outside of the laboratory. The customer did not know which calcium or glucose results were correct. The customer did not know if the patients were adversely affected by the event. No adverse events were alleged. The customer was asked, but could not provide the lot numbers and expiration dates for the total protein, calcium, or glucose reagents. The field service representative determined that there was a faulty fluid clot pcb. He replaced the pcb. The customer ran quality controls and no errors were generated. The system was found to be performing within specifications and customer expectations.